Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with leg pain. A scan was performed and found that reservoir was pressing on femoral artery. The reservoir was explanted and replaced. There is no additional information reported.